Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The pediatric patient experienced inaccurate cgm values 7 days after the sensor was inserted in the abdomen. On 09/03/2024, the patient experienced presyncope. The patient was taken to the hospital and there they removed the pump and treated the patient with IV insulin. At the hospital they took the measurements and the cgm was reading 60 mg/dl and the blood glucose reading was 300 mg/dl. The patient was admitted to the intensive care unit for 1 week and then transferred for another week to a regular hospital room. At the time of the report the patient was fine. Of note, it was reported that the patient was in the clinic because the omnipod pump was not delivering long-acting insulin. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.